Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. Technical support performed corrective maintenance on the system, including re-calibration. After the re-calibration the uniformity was reduced to 5% which is within the 10% specification for the system. Engineering evaluated images, log files and information regarding the reported event. Images showed a classical image artifact when the normalization was not done correctly. This reported event has been resolved as being a site specific issue that required re-calibration of the system. Internal cross reference: (B)(4).

Event description:
Philips received a report where the customer states that the uniformity of the images is not reliable and there is a 30% difference between the left and right side of the brain.